Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 27-dec-2017 with the following findings: there was a load step malfunction observed during the investigation. The pump¿s force sensor failed a calibration check. The force sensor pin was found to be cracked. There were multiple no cartridge detected warnings observed in the pump¿s black box.